Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to leakage of the device while the user was handling the device, and water invasion occurred. Resulting in invasion, abnormality of electronic parts occurred which led to occurrence of the suggested event. The event can be detected by following the instructions for use (IFU) which state: - inspection of the endoscopic image. He event can be prevented by following the instructions for use (IFU) which state: - leakage testing, - when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. - if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. - if the distal end of an endotherapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the endotherapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An evaluation of the returned device could not confirm the customer allegation. There was no data transmission in the device. The scope leaks from the channel. Scope has several parts that are non-olympus including distal end cover insulation, distal end plastic cover, bending section cover, adhesive of the bending section cover, insertion tube and light guide tube. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus, the distal end of the bronchovideoscope was flattened. The issue was found during reprocessing. The device was returned and an evaluation at the repair center revealed, the scope displayed no image. This report is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.